Event description:
The pump did not recognize the reservoir. The customer stated that she was connected to pump during manual prime. Her glucose level was high and twenty mins later her bgs were low. The customer also stated that she filled the reservoir up to 176.ou and there was 100.ou at the time of call. The customer felt tired and wanted to discovered the pump. However, the customer's mother told her to change the infusion set. The customer changed the infusion, but it was connected during manual prime. Paramedics were called out. A day later, it was found that the customer was hospitalized for low blood glucose.